Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose (bg) would range from 150-180 mg/dl. At the time of the report, the customer's bg was 133 mg/dl. The customer would continue to use the pump for insulin therapy.